Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter (B)(4) received a report that an infusor had a flow restrictor separated from the delivery tubing. This condition occurred before opening the overpouch. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The flow restrictor was not returned with the unit for evaluation. The reported condition of flow restrictor separated from the delivery tubing was confirmed. Visual examination of the unit noted that the tubing was broken at the junction of the flow restrictor. The surface of the cut on the delivery tubing was smooth (rather than jagged). The root cause was operator error during the 100% leak testing process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators on 04 november 2011. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.